Event description:
It was reported that they are getting artifacts in the images, causing the patient to be re-exposed. It was determined that there was a bad fuse in the power supply. Once this was replaced the unit is working as intended.